Manufacturer narrative:
Additional information: the device was received for evaluation. Visual inspection showed embedded gel identified in the drain line tubing. The reported issue was verified. The cause of the condition was determined to be manufacturing related. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a particulate matter inside the sterile fluid pathway of an amia cassette. This was identified prior to development testing in product research. There was no patient involvement. No additional information is available.